Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the severely calcified limb vessel. A 6.0mmx100mmx80cm sterling¿ balloon catheter was advanced for dilation; however, the balloon ruptured. The device was completely removed and the procedure was completed with another sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.   Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded. The tip is damaged. There are numerous shaft kinks. There is a balloon pinhole at the distal markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the severely calcified limb vessel. A 6.0mmx100mmx80cm sterling¿ balloon catheter was advanced for dilation; however, the balloon ruptured. The device was completely removed and the procedure was completed with another sterling balloon catheter. No patient complications were reported and the patient's status was good.